Event description:
The article, "transcatheter closure of ostium secundum atrial septal defects in 2253 children and adults: early outcomes", was reviewed. The article presented a prospective, single-center study to report early outcomes in different subgroups by age and investigate risk factors associated with major adverse events associated with transcatheter closure of ostium secundum atrial septal defect (osasd). Devices included in the study were solely amplatzer septal occluder (aso). The article concluded that transcatheter osasd closure using aso has a high procedural success rate across abroad population of children and adults, reinforcing that transcatheter osasd closure is the intervention of choice for a wide range of patients and osasd morphologies. [The primary and corresponding author was sébastien hascoët, department of congenital heart diseases, hôpital marie-lannelongue, 133 avenue de la résistance, 92350 le plessis robinson, france, with corresponding email: s.hascoet@ghpsj.fr] the time frame of the study was from may 1998 to december 2021. A total of 2253 patients were included in the study, of which all received an abbott device. The average age was 27 years, the average weight was 54kg, and the majority gender was female. Comorbidities included atrial arrhythmia, atrial septal defect, and aneurysm of interatrial septum.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including atrial arrhythmia, atrial septal defect, and aneurysm of interatrial septum. Complications reported included surgical intervention (surgical explant, pacemaker), unexpected medical intervention (snaring), arrhythmia, stroke, pericardial effusion, cardiac erosion, air embolism, cardiac tamponade, bleeding, device embolization, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter closure of ostium secundum atrial septal defects in 2253 children and adults: early outcomes.